Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, several attempts to interrogate the device were failed. The cause of the issue was not determined. During last device check in september 2018, device had several years of longevity. Patient will be referred to electrophysiologist for probable generator replacement. Patient was stable.

Event description:
New information received notes that the device at end of life and premature battery depletion was suspected. Device was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
Field complaint of premature depletion and no communication was confirmed. Device was received with battery voltage completely drained. Further testing after cutting open the device revealed anomalous current drain and was isolated to rf module, consistent with the reported issue of unusual battery depletion that led to communication lost. Longevity assessment was also performed and indicated that device did not meet its projected longevity, considered premature depletion.